Manufacturer narrative:
Additional information was received that the device did not cause internal bleeding. The physician believes that it was due to patient coagulation and was not due to anything related to the device or surgical technique.

Event description:
A report was received that the patient was experiencing swelling and internal bleeding around the pocket site. There was no suspected infection and the cause was unknown. The patient underwent a full scs explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description:linear lead with enhanced stylet 50cm. Model #: sc-4318, lot #: 21316417, description: clik x anchor. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing swelling and internal bleeding around the pocket site. There was no suspected infection and the cause was unknown. The patient underwent a full scs explant procedure.